Event description:
A consumer reports that following bilateral intraocular lens (iol) implant surgery, she is experiencing halos, double vision, shadows, streaks of light and has trouble reading the computer. Reading glasses makes things darker, but she still sees double. She is using tears for lubrication. Additional info has been requested. There are two medical device reports for this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number.